Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The pump was unable to perform a displacement test due to physical damage. The pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer's father reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose level was unknown. The father stated that his son's lcd screen has a dark part on it and he cannot read anything where that spot is. The customer stated that he cannot read all the numbers on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.